Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable needed to be replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not take x-rays and displayed circles. No pt injury was reported.